Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody identification when using capture-r ready-ID on a galileo echo when tested on (B)(6) 2014.

Manufacturer narrative:
No customer product or patient blood sample was returned to immucor for immucor investigation. However, the immucor laboratory tested retention product on 18nov2014, which performed as expected. Immucor technical support used a remote electronic connection method to assess the instrument test well images on 11nov2014.